Event description:
After 2.5 18 mm stent placed to lad, 3.0/15mm nc merlin balloon placed for post dilation. Immediately following balloon inflation there was dye and air extravasation from the distal end of catheter and subsequent no reflow and marked st elevation in multiple leads. The balloon was removed and a voyager balloon was advanced into the distal lad . Flow returned to normal with resolution of st elevations.the hospital will release deivce to abbott this week.